Event description:
It was reported that the 2600 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. A follow up report will be filed when additional details become available. This MDR is related to ge healthcare complaint number.